Event description:
It was reported that after the emergency backup battery was installed in the system controller and it was connected to power, a controller fault alarm occurred. The ebb was re-installed, and the controller was re-connected to power and the alarms did not resolve.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was confirmed during the evaluation. The returned system controller, serial number was connected to a test equipment and a call hospital contact/controller fault message became active on the controller screen and a replace system controller message activated on the system monitor screen. Further troubleshooting revealed that the 3 screws that secured the lcd pcb to the main pcb were loose resulting in a compromised connection between both boards. The screws were fully secured and the system controller was reconnected to the test equipment. The system controller powered up as expected with no active alarms. The loose screws did not affect the controller¿s ability to operate a test pump during analysis. Based on the investigation findings, a manufacturing task was generated and as a result additional steps were added to the manufacturing process. Incidental finding: visual inspection revealed that the 3 screws that secured the lcd pcb to the main pcb were loose resulting in a compromised connection between both boards. The device history records were reviewed and the records revealed the system controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use under section 7 ¿alarms and troubleshooting¿ explains the system controller hardware faults: the screen appearances, behavior and appearance, alarm meanings, resolving the alarms, silencing the alarms. There is an important message: a backup system controller is identical to the running system controller. It should remain with the patient at all times for easy access in an emergency. No further information was provided. The manufacturer is closing the file on this event.